Event description:
It was reported that during a valve-in-valve transcatheter aortic valve implantation within a pre-existing 25 mm non-medtronic surgical aortic valve, a 29 mm evolut fx+ valve was implanted in the aortic valve position. Following implant, a 24 mm non-medtronic balloon was used for balloon aortic valvuloplasty (bav), which was repeated 3¿4 times to fracture the surgical valve ring. It was reported that the repeated bav caused leaflet damage to the implanted 29 mm evolut fx+ valve. Moderate aortic regurgitation was identified approximately 24 hours later. It was reported that five days after implant, a non-medtronic transcatheter aortic valve was implanted to resolve the moderate aortic regurgitation.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na non-medtronic product ID:  24 mm atlas gold balloon; product serial/lot number: unknown; implant date: not-implantable; explant date: n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.